Event description:
It was reported that the intraocular lens was explanted approximately (B)(6) months post operatively. The reason for the explanted was not provided; however, it was further reported that there was no patient injury or complications.

Manufacturer narrative:
The iol was received cut in pieces across the optic. This condition precluded being able to measure the diopter. Diopter measurement records from this particular lens production batch records were verified and showed to be within specifications. This is in compliance with the labeled dioptric power. Our investigation revealed no product deficiency. Our investigation to date suggests this event was not caused by the lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The product has been received at the abbott medical optics (amo) facility in (B)(4) and has been shipped to the amo manufacturing site in (B)(4) for evaluation. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.